Manufacturer narrative:
On an unspecified date in (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was not reported. On an unspecified date in the same month as onset, the patient was hospitalized for the event. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. It was not reported if extraneal therapy was ongoing. No additional information is available.